Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump¿s battery life was diminished, it rejected new batteries and takes considerable longer to rewind than before. The insulin pump had multiple clock monitor frequency error alarms. The esc button had to be hit a couple of times to acknowledge and there was a chip on the battery compartment opening. The customer also reported a black spot that appeared on the screen and stayed for a while when touched which covers the part of the display. The device will not be returned for analysis.